Event description:
It was reported that during a surgical procedure the blade broke. It was also reported that there was no delay and there were no adverse consequences as a result of this event. It was further reported another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.